Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was priming very quickly. Customer's blood glucose level was unknown. Customer stated that the insulin pump was filling the tubing faster than normal. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and refer to backup plan. The device will be returned for analysis.